Event description:
It was reported the patient was admitted to the ER due to a loss/decrease of consciousness. Troubleshooting was being considered. No additional information was provided. Additional information has been requested.